Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an unknown date, the patient presented for post-op follow up. Assessment: 1. Status post lumbar, l5-s1 fusion. 2. T8 old fracture, etc., for thoracic extensor muscle strengthening exercises. (B)(6) 2003: patient presented with right leg pain. Patient underwent lumbar MRI. (B)(6) 2003: patient presented with low back pain with radiculopathy. Patient underwent MRI for lumbar spine without contrast. Impression: moderate right l5-s1 hnp. (B)(6) 2004: the patient was admitted with the diagnosis of herniated disc, and complained of right leg pain which started from the buttock and radiated down the hamstring to the calf and foot. The patient also complained of low back pain and numbness in the calf. MRI scan was reviewed which showed a large extruded disk herniation at l5-s1 on the right, that caused s1 root compression. The patient had the following preoperative diagnosis: right l5-s1 herniated nucleus pulposes. The patient underwent the following procedure: right l5-s1 partial hemilaminectomies, l5-s1 medial facetectomy and l5-s1 diskectomy. No patient complications were reported. (B)(6) 2004: the patient was discharged home after some lab tests. (B)(6) 2004: patient presented status post l5-s1 discectomy. Patient underwent MRI lumbar spine with & without contrast. Impression: scar formation on the right at l5-s1 related to previous disc surgery. Residual herniation or recurrence of herniated disk material noted in the midline at l5-s1. (B)(6) 2004: the patient was admitted with the diagnosis of herniated disc. The patient complained of recurrence of the severe right leg pain, and stated that the pain was worse as compared to prior of her first surgery. The patient also had complaints of pain and numbness down the back of the leg to the foot as well as on the right of all four toes. MRI scan was reviewed which showed a very large recurrent disc extrusion at l5-s1 on the right. The patient had the following preoperative diagnosis: recurrent right l5-s1 herniated nucleus pulposes. The patient underwent the following procedure: right l5 and s1 partial hemilaminectomies, extension of l5-s1 medial facetectomy and recurrent right l5-s1 discectomy. No patient complications were reported. (B)(6) 2004: the patient was discharged with diagnosis of recurrent right l5-s1 herniated nucleus pulposes. (B)(6) 2004: patient presented with left flank pain. Patient presented with left sided lower quadrant pain radiating to the flank area for 3 days associated with burning urination, nausea, no vomiting. Impression: urinary tract infection. (B)(6) 2006: patient presented for drug screening. (B)(6) 2007: the patient was admitted with the diagnosis of emr. The patient had complaints of back pain and right leg numbness. The patient also reported of hurting right buttock on the right lower extremity down the plantar surface of the foot and into the toes. Examination of the back revealed tenderness in the right si joint down to the buttock. The patient was also diagnosed for right lower extremity radiculopathy. (B)(6) 2008: patient presented with chronic low back pain. (B)(6) 2008: patient underwent thinprep pap with cytyc imaging. Diagnosis: negative for intraepithelial lesion or malignancy. (B)(6) 2008: patient presented with right side pain. (B)(6) 2008: patient underwent MRI of lumbar spine with and without contrast due to chronic low back pain. Impression: recurrent l5-s1 disc herniation involving the central and right aspect of canal. There is impingement on the right s1 rootlet. Patient also underwent x-ray of lumbar spine due to chronic low back pain. Impression: mild narrowing of the l5-s1 disc consistent with disc degeneration. (B)(6) 2008: patient presented with right leg pain that radiates down her calf, suggestive of an s 1 radiculopathy. Patient stated that she had a chronic low back pain. Assessment: large right paracentral disk herniation at l5-s1. (B)(6) 2008: patient presented with lumbar hnf. (B)(6) 2008 the patient presented with the following pre-op diagnoses: 1. Severe degenerative disk disease, l5-s1 with a right l5-s1 herniated nucleus pulposus. 2. Intractable back and leg pain. The patient underwent the following procedures: 1. Bilateral inferior laminotomy l5, bilateral superior laminotomy s1, left medial facetectomy, and foraminotomy for decompression of left l5 and s1 nerve root. 2. Right transforaminal facetectomy, a discectomy for decompression of left l5 and s1 nerve root. 3. Transforaminal lumbar interbody fusion using peak interbody cage using infuse (both-bone morphogenic protein). 4. Bilateral transpedicular instrumented fusion, l5-s1. 5. Posterolateral l5-s1 arthrodesis. Per the op notes, legacy 6.5 system was used. At l5-s1 level, after ensuring that the end plates were decorticated, peak cage was packed with local bone graft and infuse, prior to insertion. Intraoperative x-ray was used to verify good position of hardware. Infuse wrapped around local bone graft were placed in the posterolateral gutters bilaterally. The patient tolerated the procedure well. Postoperatively, patient complained of right leg pain that was waxing and waning in addition to expected postoperative lumbar paraspinal muscle spasms. A postoperative CT scan revealed there was a small piece of bone graft within the right l5-s1 neural foramen that would be responsible possibly for an l5 radiculopathy. The patient complained of her pain was down the posterior aspect of her calf, suggestive of an s1 radiculopathy. (B)(6) 2008 the patient presented with the pre-op diagnosis of right l5-s1 neural foraminal stenosis. The patient underwent the following procedure: exploration of l5-s1 decompression with decompression of l5-s1 neural foramen. No patient complications were noted. (B)(6) 2008: patient underwent CT of lumbar spine status post l5-s1 fusion. Impression: 1. Status post posterior fusion at the l5-s1 level with intact hardware in anatomic alignment. 2. There are radiodense foci within the l5-s1 disc space which appeared to extend into the right l5-s1 neuroforamen and right anterior aspect of the spinal canal. Patient also underwent x-ray of lumbar spine. Finding: when compared to the previous study of (B)(6) 2008, the patient has had placement of short rods and screws bridging the l5 and s1 vertebra. There is a spacer at the disc space at this level. No subluxation is seen. (B)(6) 2008 the patient was admitted to the ER and complained of being assaulted by her boyfriend. Left eye swollen, multiple bruises, abrasions were noted on face, neck and arms. There were multiple pump knots on patient's head. She also had mid and low back pain. Impression: nasal fracture, assault and eye contusion. The patient underwent CT of the thoracic spine. Impression: mild age indeterminate anterior wedging at approximately t8 or t9. Otherwise negative. CT of the brain showed no acute intracranial disease. CT of the facial bones showed bilateral nasal bone fractures. On an unknown date of 2008 patient presented for post surgery follow up with occasional significant axial back pain, especially when she is lying down and tingling in her calf. On an unknown date of 2008 patient presented for post surgery follow up with upper thoracic pain and a broken nose. Patient underwent radiography which revealed question of a t8 compression fracture. Patient underwent CT scan which revealed that this is most likely an old developmental anomaly. Patient underwent imaging studies which revealed good position of lumbar hardware and it appears there is developing fusion in the posterolateral gutters. (B)(6) 2008: patient presented with facial trauma and nasal bone fx. (B)(6) 2008: patient presented with diagnosis of nasal bone fx. Patient underwent closed reduction nasal bone fx. Patient presented for follow up. Impression: 1. Mildly displaced left nasal fracture. Already 13 days old. 2. Left nasal septum deviation, unsure if old. 3. Right small tympanic membrane perforation with complaints of hearing loss. No evidence of temporal bone fracture. 4. History of left mastoidectomy secondary to otogenic brain abscess 20 years ago. Has left conductive hearing loss. (B)(6) 2009: patient presented for check up for stds and underwent pap smear test. (B)(6) 2009 the patient was status post fusion and underwent CT of the lumbar spine due to lumbar disc degenerative disease. Impression: stable l5-s1 posterior surgical fusion changes, maintained with internal fixation. Lumbar spine remains otherwise intact and some soft tissue thickening posteriorly is regressing. 03 (B)(6) 2009: patient presented with back pain, hypertension, leg pain and numbness for 1 week. Musculoskeletal review revealed back stiffness and pain, lumbar spine tenderness and abnormal lumbar spine range of motion. Assessment: back pain, low (lumbago), and hypertension. (B)(6) 2009: patient presented for follow up with back pain, hypertension and anxiety. Musculoskeletal review revealed back stiffness and pain, lumbar spine tenderness and abnormal lumbar spine range of motion. Assessment: back pain, low (lumbago), and hypertension. (B)(6) 2010 the patient presented with severe left leg pain radiating distally and she stated that her leg was crushed between a car/shopping cart. During exam, the patient continued to complain of pain. Impression: left knee pain. The patient underwent x-ray of the left femur. Impression: negative femur. X-ray of the left tibia/fibula showed possible small enchondroma proximal shaft of the fibula. Otherwise, negative exam. (B)(6) 2010 the patient presented with left leg pain and underwent ultrasound venous system left lower extremity. Impression: no evidence of deep vein thrombosis of the left lower extremity. (B)(6) 2010 the patient was admitted to the ER and complained of being assaulted by her boyfriend. The patient reportedly said that she tried to jump out of the truck, when her boyfriend started to hitting her in the head, face, back, chest and legs. Admit diagnosis: abrasion on head. Principal diagnosis: contusion on face/scalp/neck. (B)(6) 2010 the patient underwent CT of the head due to an alleged assault. Impression: stable moderate area of encephalomalacia involving the left temporoparietal region and status post craniotomy and left mastoidectomy. No acute intracranial pathology is noted. Mucosal disease seen involving the ethmoid and left maxillary sinuses. The patient also underwent CT of the facial bones. Impression: non displaced fracture involving the superior nasal ridge. Mucosal disease involving the left maxillary and ethmoid sinuses. Small air fluid level in the left maxillary sinus. The patient underwent CT of the cervical spine. Impression: no evidence of acute fracture or subluxation. Small central disk protrusions at the c4-c5 and c5-c6 disk levels. CT of lumbar spine showed stable posterior fusion by intra pedicular screws and rods at the l5-s1 disk level and there was no evidence of acute fracture or subluxation. CT of thoracic spine showed stable scoliotic curvature of the lower thoracic spine and mild compression defect involving the superior end-plate of vertebral body t8 and no acute fractures or subluxations are noted. X-ray of the chest showed atelectasis in the right lung base. (B)(6) 2010 the patient presented due to suicidal ideations and was feeling depressed. The patient also had pain. (B)(6) 2010 the patient presented in clinic due to right foot pain. She also complained of pain in her left foot for about a week. The pain is throughout the metacarpal area and goes up the back of her leg. She also complained of head aches which start in the frontal area. On examination, she had pain on passive toe movement. There was minimal calf soreness and mild frontal tenderness. Assessment: foot pain, headache. The patient underwent x-ray of the left foot. Impression: calcaneal degenerative change. Otherwise negative. The patient was discharged home on (B)(6) 2010. (B)(6) 2011: patient presented with pain in mid and low back. Patient described pain as acheing in nature. Musculoskeletal review revealed back stiffness and pain, thoracic spine tenderness, lumbar spine tenderness. Neurologic review revealed numbness and paresthesia, light touch sensation abnormal, pin prick sensation of foot abnormal. Psychiatric review revealed difficulty sleeping and anxious feeling. Assessment: anxiety state; back pain, low (lumbago); hypertension, essential; insomnia; pain, chronic. (B)(6) 2011: patient presented for follow up with hypertension and headache. Musculoskeletal review revealed back stiffness and pain. Neurologic review revealed headache, thoracic spine tenderness, lumbar spine tenderness, lumbar spine range of motion abnormal. Psychiatric review revealed difficulty sleeping and anxious feeling, positive straight leg raise on the right with tingling in the right foot. Assessment: anxiety state; back pain, low (lumbago); insomnia (B)(6) 2012: patient presented for follow up with chronic pain. Musculoskeletal review revealed back pain, lumbar spine tenderness, and lumbar spine range of motion abnormal. Neurologic review revealed numbness and paresthesia, leg pain bilaterally with intermittent tingling. On exam the cervical spine appeared to be wnl with mild lordosis noted on exam, mild paraspinal tenderness was noted on exam. The thoracic spine appeared kyphotic on exam; mild paraspinal tenderness was noted on exam without spinous process tenderness. The lumbar spine appears flattened on exam with paraspinal tenderness on the exam without spinous process tenderness. Assessment: anxiety state; back pain, low (lumbago); hypertension, essential; insomnia; pain, chronic. (B)(6) 2012 the patient presented to the ER due to urination trouble. Diagnosis: dysuria. (B)(6) 2012 the patient presented with cough, soa and started having difficulty breathing. Impression: pneumonia, organism unspecified. The patient underwent x-ray of the chest. Impression: there is patchy right infrahilar and right lower lobe air space disease/infiltrate. (B)(6) 2012: patient presented for follow up with chronic conditions. Musculoskeletal review revealed tenderness in lumbar spine. Assessment: insomnia, unspecified. 2. Lumbago. 3. Radiculopathy. (B)(6) 2012: patient presented with cough related issue. Associated symptoms included cough, dyspnea, and dyspnea on exertion, fatigue, hoarseness, nasal congestion, post-nasal drainage and headache. Right and left sinuses showed tender maxillary. Musculoskeletal review revealed tenderness in lumbar spine. Assessment: 1. Acute maxillary sinusitis 2. Lumbago. 3. Radiculitis, thoracic or lumbar (B)(6) 2013 the patient presented with the chief complaint of left arm tingling, burning and pain. The patient fell a week ago and she's been in severe pain up her arm. On examination, there were myalgias, tingling in extremities and left arm tender to palpation along antecubital region. The patient reported that the pain starts at tip of 2nd digit, left hand and radiates anteriorly up just past elbow. The patient reported numbness/tingling/burning at times. The patient described pain as excruciating at times. The patient reported that when pain occurs she's unable to make a fist and stated that the pain worse in 2nd digit of left hand. The patient underwent x-ray of the cervical spine due to tingling. Impression: no malignant or fracture. (B)(6) 2013: patient presented for follow up with upper back and left arm pain. Musculoskeletal review revealed tenderness of cervical & lumbar spine. Radicular pain in left shoulder was also observed. Assessment: 1. Lumbago. 2. Radiculitis, thoracic or lumbar. 3. Cervicalgia. (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014: the patient presented with hypertension, arthritis, chronic back pain, neck pain, epilepsy and anxiety. The pain was most prominent in cervical spine, in the upper, mid and lower thoracic spine and in the lower lumbar spine. The pain radiated to the shoulders and upper arms. Neck pain caused discomfort in posterior region, radiating to the occipital scalp and shoulders. The patient also had symptoms of apprehension, chest pain, hyperventilation, palpitations, and increased perspiration. Physical examination revealed arthralgias, fatigue, sleep disturbance, neck stiffness with decreased range of motion, back pain with decreased range of motion, low back mildly tender to palpation, myalgias, headaches, seizures and anxiety. The patient was also ataxic to gait. Assessment: essential hypertension, unspecified; generalized osteoarthritis, site unspecified; low back pain; neck pain; generalized convulsive epilepsy; anxiety, generalized; insomnia; degenerative disc disease, not otherwise specified. (B)(6) 2013, (B)(6) 2013, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014: the patient underwent lab tests and medication monitoring. (B)(6) 2013, (B)(6) 2014: patient presented for follow up. Assessment: 1. Lumbago. 2. Radiculitis, thoracic or lumbar. 3. Hypertension, benign. 4. Insomnia, other. (B)(6) 2013 the patient was admitted with the diagnosis of hypertension. (B)(6) 2013: patient presented with rash on her arms and trunks for about 7-9 days. Patient said that it itched and was red and bumpy. The itching was worse at night. Assessment: 1. Lumbago. 2. Radiculitis, thoracic or lumbar. 3. Hypertension, benign. 4. Insomnia, other. 5. Scabies. (B)(6) 2014 the patient presented with back pain, radiating into right lower extremity, knee calf, burning in 2nd toe. No recent trauma. Typical flare up per patient. The patient underwent x-ray of the lumbosacral spine. Impression: no misalignment or fracture. Postsurgical changes at l5-s1 with grossly intact hardware. X-ray of the thoracic spine showed mild dextroscoliosis with mild degenerative disk disease. (B)(6) 2014 the patient presented with yellow sputum, sore throat, body aches, nasal and chest congestion for 3 days and low grade fever. The patient underwent x-rays of the chest due to cough. Impression: normal chest. (B)(6) 2014 the patient presented with back pain and underwent CT of the thoracic spine. Impression: 1. Mild endplate degenerative changes at several lower thoracic levels. 2. Scattered nonspecific ground glass opacities in the visualized lung fields which could be due to pneumonitis or pneumonia. Also the patient underwent CT of the lumbar spine. Impression: 1. Postsurgical changes at l5-s1. 2. Mild bilateral facet arthrosis at l4-l5. The patient underwent CT of the cervical spine. Impression: mild disc space narrowing at c5-c6 with small bilateral uncinate spurs. Cervical discs and spinal cord are not well evaluated with this modality. (B)(6) 2014 the patient was admitted with the diagnosis of mixed hyperlipidemia. (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014 (B)(6) 2014: the patient presented with a diagnosis of degenerative disc disease, not otherwise specified. The back pain was moderate intensity, frequent, and was aggravated by movement in general and walking. Associated symptoms also included arthralgias and myalgias. The patient was also diagnosed with anxiety, insomnia and hypertension. The patient also had symptoms of apprehension, chest pain, hyperventilation, palpitations, and increased perspiration. Physical examination revealed arthralgias, fatigue, sleep disturbance, low back mildly tender to palpation, back pain with decreased range of motion, myalgias and anxiety. The patient was also ataxic to gait. Assessment: essential hypertension, unspecified; degenerative disc disease, not otherwise specified; anxiety, generalized; insomnia. On (B)(6) 2014 patient presented with migraine, locations affected include frontal. Per patient headache timings included no pattern. Associated symptoms included nausea and photophobia. Pertinent negatives include blurred vision, diplopia, dizziness, fever, hemianopsia left, and loss of consciousness or vertigo. Assessment: hypertension, benign; lumbago; radiculitis, thoracic or lumbar; seizure. On (B)(6) 2014 patient presented for follow-up with cough. Assessment: hypertension, benign; lumbago; radiculitis, thoracic or lumbar; seizure/convulsions. (B)(6) 1990: the patient underwent for CT scan of the head. Impression: there is now a mass lesion present in the posterior left temporal lobe adjacent to the mastoid apex. This most likely represents a fairly large brain abscess. The abscess cavity measured slightly less than 3 cm in diameter. On same day, patient also underwent for MRI scan of the head. Impression: there was a mass lesion present in the posterior left temporal lobe which showed ring enhancement and is surrounded by edema. (B)(6) 1990: the patient underwent for insertion of hickman's catheter due to preoperative diagnosis of meningitis made by an abscess. The patient tolerated the procedure well and no patient complications were noted. (B)(6) 1990: the patient underwent for CT scan of the head without contrast. Impression: stable appearance to the low density mass lesion seen in the left posterior temporal lobe which again probably represents a large brain abscess. (B)(6) 1990: the patient got discharged with following discharge diagnosis: brain abscess, aseptic meningitis, left mastoiditis. (B)(6) 1990: the patient underwent for CT scan of the head. Impression: increasing size abscess in the left temporal horn posteriorly with increased mass effect noted. (B)(6) 1990: the patient was admitted with principal diagnosis of brain abscess. (B)(6) 1991: the patient presented underwent for removal of hickman's catheter status post meningitis with hickman. (B)(6) 1991: the patient underwent for x-ray of chest. Impression: normal chest. The patient also underwent for x-ray of abdomen. Im pression: nonspecific abdomen. (B)(6) 1991: the patient underwent for ultrasound study of the gallbladder. Impression: gallstone. (B)(6) 1991: the patient was admitted with symptoms of acute cholecystitis. Workup showed she had gallstones. Admitting diagnosis: cholelithiasis, chronic cholecystitis. On same day patient underwent for cholecystectomy. The patient tolerated the procedure well with no complications being reported. (B)(6) 1991: the patient was discharged after she underwent for cholecystectomy on (B)(6) 1991 without any complications. (B)(6) 1993:the patient underwent for laboratory tests. (B)(6) 1994: the patient admitted with provisional diagnosis of pregnancy at 34 weeks with premature labor. Pathological diagnosis: mature placenta and 3-vessel umbilical cord with focal chorioamnionitis. (B)(6) 1994: the patient underwent peripheral blood test. Result: no fetal cells seen. Comment: the patient is reported to be rh positive. (B)(6) 1995: the patient presented with a bloody q-tip with a large piece of wax and skin from her left otic canal. Diagnosis: deep abrasion in the left otic canal. (B)(6) 1995: the patient presented with diagnosis of back pain and seizure disorder. Examination of lumbosacral spine showed no evidence of fractures or other pathological bone or joint changes. Thoracic spine examination revealed mild scoliotic curvature of the lower thoracic spine. (B)(6) 1995, (B)(6) 1996, and (B)(6) 1999: the patient underwent for tubal sterilization. (B)(6) 1996: the patient presented in office desiring surgical sterilization. (B)(6) 1997: the patient presented with diagnosis of amenorrhea. (B)(6) 1998: the patient presented with chief complaint of backache in the left upper back. Assessment: chest x-ray was performed which did not show any mass or any infiltrate. Patient was treated as a case of musculoskeletal pain. (B)(6) 1998: the patient presented with admitting diagnosis: pregnant state, incidental. The patient underwent hematology and serology. (B)(6) 1998: the patient presented with admitting diagnosis: pregnant state, incidental. (B)(6) 1998: the patient presented with admitting diagnosis: pregnant state, incidental. The patient underwent for gonorrhea culture and chlamydia trachomatis test, which was negative. The patient also underwent for pap smear test by the bethesda system. Diagnosis: there were no epithelial abnormalities present. (B)(6) 1999: the patient was admitted in emergency at pregnant state and underwent labor. Patient had a normal delivery. (B)(6) 1999: the patient underwent for blood test. (B)(6) 1999: the patient presented with pre-op diagnosis of laparoscopic sterilization. Impression: multiparity for laparoscopic sterilization. On same day patient underwent for bilateral laparoscopic tubal ligation procedure. The patient tolerated the procedure well and left the operating room in satisfactory condition. (B)(6) 1999: the patient presented with admitting diagnosis of brain abscess. The patient also underwent for CT head without contrast due to headache and history of abscess. Impression: there is an area of focal atrophy in the posterior left temporal area related to previous surgery. No evidence of recurrent tumor was seen. (B)(6) 2008: the patient underwent for CT maxillofacial without contrast. Impression: left periorbital hematoma and nondisplaced nasal fractures. Surgical changes of the left mastoids and middle ear. Left osteomeatal complex occlusion by soft tissue thickening without signs of antral disease. The patient also underwent for CT scan of head. Impression: prior left surgical changes. No acute pathology evident other than left periorbital superficial soft tissue swelling. (B)(6) 2012: the patient underwent for colposcopy. Impression: low grade- bx done. (B)(6) 2012: the patient presented with complaint of abnormal pap, irregular bleeding and pain. The patient had the following problems: pain in muscles or bones, joint pain or swelling, fainting spells, seizures, unexplained weakness on one side, memory loss, headache, dizziness/visual disturbance, insomnia, depression, anxiety/nervousness and suicidal thoughts. The patient also underwent colposcopy. Colposcopic impression: low grade biopsy done. The patient was also diagnosed for: cervical biopsy: mild dysplasia and hpv (cin 1, lsil). Comment: no previous atypical cytology was identified. (B)(6) 2013: the patient also had the following diagnosis: neck pain, back pain. (B)(6) 2013: the patient presented for an office visit due to bad pap smear. (B)(6) 2014: the patient presented with admitting diagnosis of benign hypertension and underwent for urinalysis. (B)(6) 2015: patient presented for follow up for multiple chronic condition. Assessment: 1. Lumbago. 2. Radiculitis, thoracic or lumbar. 3. Hypertension, benign. 4. Insomnia, other.

Manufacturer narrative:
(B)(6) 2008 lumbar MRI sagittal t2 images show desiccation of l5 with midline disc protrusion. Endplate edema is seen about l5 disc in l5 and s1. Axial views show large right paracentral hnp displacing the s1 root dorsally as well as a large central component causing borderline central stenosis. Lumbar spine series 4 views of the lumbar spine show apparent hemi-laminotomy at l5. Oblique views and lateral views also some minor disc changes at l5. Sacroiliac joints and other disc spaces are well maintained. (B)(6) 2008 chest x-rays pa and lateral views show normal cardiac, pulmonary, bony relationships. No effusions, infiltrates cardiac enlargement or abnormal cardiac borders are seen. Breast appear symmetric and normal. Lateral view of thoracic spine reveals normal kyphosis without evidence of deformity, fracture or degenerative change. (B)(6) 2008 lumbar x-rays lateral localization view shows probe at the l5 disc level. Suction appears at the l5 pedicle level. Subsequent view shows pedicle screws placed at l5 and s1. (B)(6) 2008 lumbar CT construct is seen at l5/s1. Pedicle screws are within each pedicle. Decompression is completed at l5 with removal of disc material. Bone graft material is seen in the right l5 foraminal area that could interfere with the path of the l5 root. Spacer is in adequate position within the l5 disc. Lumbar x-rays fixation of rods and screw and spacer at l5/s1 seen on ap and lateral views. Positions of all appear nominal. (B)(6) 2008 thoracic spine x-rays ap, swimmers and lateral views show slight scoliosis with apex to the left at about t10. No fractures or deformity is apparent. Focal kyphosis is also noted at about t10 with flattening of kyphosis above. Lumbar spine x-rays pa, lateral and l5 spot films are reviewed. Fusion construct seen at l5/s1 as before without interval change. Spacer is well centered. Screws and rods are in acceptable positions. Head CT no spinal pathology imaged sinus CT no spinal pathology imaged thoracic CT bone and soft tissue windows extend from about c6 to the mid lumbar spine. No fractures, deformity, hnp, tumors or other pathology is shown. There appears to be a right-sided cervical rib at c7. (B)(6) 2009 lumbar CT study continues from area left off on thoracic study. Previous construct is again seen fusion appears to span across l5/s1. S1 screws are out of plane of the s1 pedicles in a more dorsal, ventral plane. They are bicortical but do not appear to compress any transiting nerve structures. Bone seen in the right l5 foramen as coalesced since the last CT. Thecal sac is not well visualized on these studies. Coronal and sagittal reconstructions are also provided to illustrate fusion, but bridging bone is not fully documented. (B)(6) 2010 left femur x-ray internal and external rotation views of the left hip appear normal. No evidence of fracture or degenerative change is appreciated. Subsequent views of the entire femoral shaft including the knee are also normal. Left tibia/fibula x-ray multiple ap and lateral views including ankle and knee are reviewed. Alignment is normal and there are no degenerative changes. No evidence of previous trauma is seen. (B)(6) 2010 chest x-ray ribs, clavicles scapulae are all normal. Pulmonary fields, cardiac shadow and diaphragm are also normal. No I nfiltrates or effusions are seen. (B)(6) 2010 head CT no spinal pathology imaged. Cervical CT bony anatomy appears normal. Spinal canal contents cannot be imaged. Sagittal and coronal reconstructions are normal. Thoracic CT normal study. No signs of fracture, deformity. Hnp or cord compression of any kind. Lumbar CT upper lumbar spine is normal. Fusion has been done at l5 with screws, rods and spacer in place. Removal of some of the posterior elements has been completed. Scar is seen in the right gutter at l5/s1. Fusion is solid. Some heterotopic bone is seen on the right as well. Facial CT no spinal pathology imaged (B)(6) 2012 chest x-ray upright portable of questionable quality. Right para-hilar infiltrate is suspected. Bony anatomy appears normal. (B)(6) 2013 cervical x-rays lateral view shows flattened lordosis without subluxation of evidence of surgical intervention. Swimmers view shows no pathology. Ap shows no additional pathology. Chest, clavicles, shoulders also appear normal. (B)(6) 2014 thoracic x-rays thoracic spine imaged in multiple views without evidence of pathology. Slight degenerative change consistent with age is noted. Normal kyphosis. Lumbar x-rays three views show fusion constrict from tlif at l5/s1 unchanged. Some facet arthrosis is suspected. The remainder of the study is normal including si joints, hips and upper lumbar area. (B)(6) 2014 chest x-ray right hilar prominence, otherwise bony anatomy, lung fields, cardiac shadow is all normal appearing.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2008: patient presented with spinal pain located in lumbar area which radiated to the right leg. Factors that aggravated back pain include prolonged activities, prolonged positions, twisting type movements and prolong standing at work on concrete floors. Musculoskeletal exam reveals stiff rom, ls spine tenderness and radiculopathy to right lower extremity. Impression: chronic low back pain. (B)(6) 2008: patient made phone call to status of lab results. Patient was notified of MRI showing a herniated disc and pinched nerve. (B)(6) 2008: patient presented with continued lumbar complaints and for follow-up of back pain. Patient was also experiencing back stiffness and paravertebral muscle spasms. Pain was located in lumbar area. Pain radiated to right leg. During review of the systems it was found that there was difficulty in walking, numbness, back pain, joint or musculoskeletal symptoms, anxiety, breathing difficulties and respiratory symptoms. Musculoskeletal exam revealed ls spine tenderness. Assessment: chronic low back pain; intervertebral disc disorders; lumbar radiculitis.

Manufacturer narrative:
Additional imformation.

Manufacturer narrative:
(Image review): patient complaint: right leg pain, back pain, radiculopathy, muscle spasms (B)(6) 2008 the patient presented with the following pre-op diagnoses: 1. Severe degenerative disk disease, l5-s1 with a right l5-s1 herniated nucleus pulposus. 2. Intractable back and leg pain. The patient underwent the following procedures: 1. Bilateral inferior laminotomy l5, bilateral superior laminotomy s1, left medial facetectomy, and foraminotomy for decompression of left l5 and s1 nerve root. 2. Right transforaminal facetectomy, a discectomy for decompression of left l5 and s1 nerve root. 3. Transforaminal lumbar interbody fusion using peak interbody cage using rh-bmp2/acs (both-rh-bmp2/acs). 4. Bilateral transpedicular instrumented fusion, l5-s1. 5. Posterolateral l5-s1 arthrodesis. Per the op notes, 6.5 system was used. At l5-s1 level, after ensuring that the end plates were decorticated, peak cage was packed with local bone graft and rh-bmp2/acs, prior to insertion. Intraoperative x-ray was used to verify good position of hardware. Rh-bmp2/acs wrapped around local bone graft were placed in the posterolateral gutters bilaterally. The patient tolerated the procedure well. Postoperatively, patient complained of right leg pain that was waxing and waning in addition to expected postoperative lumbar paraspinal muscle spasms. A postoperative CT scan revealed there was a small piece of bone graft within the right l5-s1 neural foramen that would be responsible possibly for an l5 radiculopathy. The patient complained of her pain was down the posterior aspect of her calf, suggestive of an s1 radiculopathy. (B)(4).

Event description:
It was reported that the patient underwent a tlif at l5-s1 with peek cage packed with rhbmp-2 and posterolateral fusion at l5-s1 with rhbmp-2 placed bilaterally in the posterolateral gutters. It was reported that following the surgery the patient developed new and/or worse pain, suffering, symptoms, and disability. Reportedly, the patient has experienced progressive, disabling pain and numbness in her legs. Reportedly, the patient has experienced injuries and damages including but not limited to severe pain, emotional distress, and mental anguish.